Manufacturer narrative:
Reliability analysis inspected 4 opened and used enlite sensors. Reliability analysis found that the needle had separated from all 4 sensors. The insertion test was unable to be performed against the enlite serter complaint.

Event description:
Customer's mother reported via phone call sensor anomaly. Customer's blood glucose level was 5.2 mmol/l. Customer advised two of their sensors were not inserted properly and they were unable to use them. Customer advised one of the sensors inserted properly but the needle hub would not release from the sensor. Customer advised the other sensor disintegrated and left the needle exposed when the inserter was pulled away. Customer advised both sensors have been inserted properly without problem. Customer was advised that both sensors would be replaced and agreed to return the product for analysis.